Manufacturer narrative:
It was reported that the customer was trying to hold onto the grab bar while in the tub when it came off the wall. The customer fell and "hurt his knee". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the customer was trying to hold onto the grab bar while in the tub when it came off the wall. The customer fell and "hurt his knee".